Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had shut off for no reason. The customer¿s blood glucose level was unknown. The customer also reported that the casing was scratched up, grinding and popping noises at the end of rewind, random no delivery alarms, lost settings, had issue with manual bolus and screen was scratched but did not affect the readability. The device will be returned for analysis.